Event description:
It was reported that during a thyroid procedure the device was used during the case, but it would not shut off afterwards. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was connected to a generator. The device passed the self-test, but did not pass the button test. The max button became physically stuck during use when either side of the button was depressed, and required an upward pressure to deactivate it. There was no fault with the electrical functionality of the device. The device history record was reviewed and no discrepancies were noted.